Event description:
Customer's spouse called to report that pt was admitted to the hospital for high bgs. It was stated that bgs were at a very high elevation. Also the customer tried to bolus while disconnected from the pump and the insulin did not exit. The customer was not available at the time of the call to troubleshoot the pump. Later, the customer called back and stated that the device was working properly.